Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device displayed the message equipment disabled: system failure. There was no reported patient involvement.